Manufacturer narrative:
Additional information was added to b5, d10 (add information), h4, h6, and h10: b5: the device also contained citrate buffer in 230ml sodium chloride 0.9%. H4: the lot was manufactured between october 12, 2023 ¿ october 16, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported at least one (also reported as one or two) large volume folfusors under infused. After twenty-four hours an unspecified volume of solution remained in the device. The device contained 18000mg of piperacillin/tazobactam. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.